Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13009 it was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid and proximal left anterior descending artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During preparation, it was noted that the rotawire became detached when the rotational speed was checked outside patient's body. It was also noted that the burr has damaged annulus. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection of the advancer, handshake connections, sheath, coil, and burr revealed that the annulus of the burr was flared, damaged, and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus and the reported fractured rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13009. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid and proximal left anterior descending artery. A 1.75mm rotalink plus and a 330cm rotawire were selected for use. During preparation, it was noted that the rotawire became detached when the rotational speed was checked outside patient's body. It was also noted that the burr has damaged annulus. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.